Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. It was reported that the pump battery couldn¿t be charged resulting in the pump shutting down. A correction bolus was delivered to address bg. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.